Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the unit intermittently powers off on its own. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device turned on using ac while in the customer returned docking station. However, a 10 beep alarm went off and the unit shut down after about 1 minute. The instrument/system board was found to be defective. The instrument/system board was replaced and the unit functions as designed.